Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that upon during incoming product inspection the package was found with the seal peeled off. There was no adverse events as a result of this malfunction as there was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Review of the packaging determined that no failure was found as the products are within specification(s). No further investigation or action is required after review. The initial report was forwarded in error and should be voided.